Event description:
It was reported that there was a right ventricular (rv) lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa, pacemaker, (B)(6) 2005; 5568-53, implantable pacing lead, (B)(6) 2005. (B)(4).